Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 298 mg/dl. Patient then gave themselves an extra 15units of insulin based on a sliding scale. Patient then passed out and was taken to the ER by spouse. A lab test was performed and their glucose level was 21 mg/dl in the ER. Patient was treated with a d-50 IV. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.